Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube leaked after the patient was intubated. Re-intubation was required.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed, sample was submerged into a container filled with water and air was observed leaking from the cuff. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube leaked after the patient was intubated. Re-intubation was required.